Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported bleeding could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No additional complaints have been reported at this time. The heartmate 3 lvas IFU lists bleeding as an adverse that may be associated with the use of the device and provides information regarding the recommended anticoagulation therapy and inr range in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of bleeding between the pump and apical cuff could not be confirmed through this evaluation and a specific cause for the reported event could not be conclusively determined. The account communicated that during implant of heartmate 3 lvas, serial number (B)(6), bleeding between the pump and the apical cuff was noted. No bleeding was noted from the heart muscle/pledgets. The surgeon decided to tie umbilical tape over the pledget. The tape was tightened enough to cinch the heart muscle around the inflow cannula which prevented blood from passing from the left ventricle around the inflow cannula. Once the tape was secured, the bleeding reportedly resolved. A transesophageal echocardiography (tee) confirmed that there was no inflow cannula obstruction. The patient¿s chest was closed, and he remained stable with no bleeding noted. Additional information was requested, but not provided. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding. This document also contains information regarding the preparation of the ventricular apex site, including how to affix the apical cuff to the left ventricle. Ensure that apposition between the myocardial tissue and the cuff felt is continuous and sufficiently forceful to prevent bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient's age and weight were requested multiple times but not provided. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that during implant, bleeding between the pump and the cuff were noticed. No bleeding was noted from the heart muscle or pledgets. Umbilical tape was tied over the pledget. The umbilical tape was tightened enough to cinch the heart muscle around the inflow cannula, not allowing blood to be able to pass from the left ventricle around the inflow cannula. Following this, the tape was secured and bleeding was noted to be resolved. Transesophageal echocardiogram was monitored and confirmed that there wasn't an inflow cannula obstruction. The chest was closed and the patient remained stable without any bleeding.